Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that power cord cable had a tear with rescue tape applied. Power cord connections rubber was cracked. The system controller was replaced.

Manufacturer narrative:
Section d6a: date of implant is not applicable for heartmate ii system controller manufacturer's investigation conclusion: the reported event of the heartmate ii system controller (serial number: (B)(6)) having damage to its power cables and strain reliefs was confirmed during evaluation of the returned product. Following removal of the rescue tape on the white power cable, a tear in the outer jacket was revealed. This tear also exposed a green substance consistent with fluid ingress. Both the black and white power cable strain reliefs were also noted to be partially broken. The controller was functionally tested and found to perform as intended, despite the observed damages. The downloaded log file contained approximately 5 days of information (29nov2023 to 04dec2023 per timestamp). The controller operated as intended, and the pump maintained a speed above the low-speed limit without issue while the driveline was connected. The layers of the power cables were then removed one at a time to evaluate the extent of the damage; the inner wires were in unremarkable condition. However, it was noted that the green substance/fluid ingress was present throughout both cables. The root cause of the observed fluid ingress was suspected to be related to the damage in the jacket of the power cables. The root cause of the power cable damage could not be conclusively determined through this analysis. Review of the device history record for the system controller, serial number pcx-19879, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate ii patient handbook (rev. C) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.